Event description:
While using the tenotomy scissor during a podiatry procedure, the tip of one of the scissor blades broke off and it was believed to have fallen on the floor. After the procedure was completed, an x-ray was performed to confirm that the tip was not in the pt or surgical incision. There was no injury to the pt or user and no additional medical intervention or medicine due to the incident was required.

Manufacturer narrative:
Defective device was sent to OEM for comprehensive investigation on 10/15/2014 under the return authorization # (B)(4). We were notified on 11/12/2014 that the actual device was sent to aesculap ((B)(4)) for detailed investigation. Investigational results have not been provided as of today.